Event description:
Customer reported a bent cannula and insulin pump alarmed no delivery alarms. The blood glucose reading is 200 mg/dl. After he changed the infusion set the blood glucose reading went down to 83 mg/dl. Customer had a fall the previous night and pulled out the infusion set. Later that night he woke up with blood glucose reading of 403 mg/dl. Customer bolused and went back to sleep. A couple of hours later the blood glucose reading was 555 mg/dl. Customer had a bent cannula. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 900 mg/dl. Customer stated that he would bolus; however, the insulin pump would not work. Customer used manual injections. Customer had cramps and a burning sensation. The blood glucose level would drop dramatically. Hospital treated with IV fluids and insulin. Customer treated at hospital for five hours. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.